Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduce an occlusion issue. A review of the event history log revealed upstream occlusion messages however the log cannot be used to determine if the alarms are true or false. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an occlusion issue during power up. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.